Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). During the analysis of the history files a flow deviation could not be comprehended. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No damages could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. It was possible to bring the pump in operation without any problems. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. The delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). For an inside investigation only the upper housing was removed, because since beginning of the investigation no faults could be detected. No damages could be detected at the inside of the device. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. After a delivery accuracy measurement a flow deviation could not be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): "under infusion" customer information: programmed to delvier 44ml/h (18:45) for 24hours, but bag ran out at 15:00. Bag contained 1065ml and total volume should have been delivered over 24 hours however, the pump only delivered 873.76ml. . The date of occurrence was not reported.